Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "no message" alarm upon use after an upgrade. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy® plus pump was returned for analysis. The customer's reported problem was "during the use of the upgraded pump, a no message alarm went off". No physical damage was found on the customer's pump. Inspection of the pump's event log revealed multiple "no disposable" messages. The pump was visually inspected and was tested for any signs of function and pressure failure. The customer's reported problem was not verified. No alarming "no message" or "no disposable" message was activated when attaching and infusing cassette with the pump. What caused the reported problem is unknown. The pump's downstream occlusion sensor will be replaced as a preventative measure. Who caused the reported problem is unknown. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues found in the DHR.